Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported via a webform a "sensor error" message with the adc device. The customer's spouse was contacted and reported that the customer self-treated with insulin (dose/type unknown), then subsequently became semi-conscious. It was indicated that there were no sensor readings available at this time. Paramedics were called and a healthcare meter result of 1.6 mmol/l was obtained. The customer was put on oxygen, given unspecified injection, and taken to hospital for further unspecified treatment. The customer was hospitalized "through the week". There was no report of death or permanent injury associated with this event.